Manufacturer narrative:
A ge service rep performed an onsite investigation. The hv tube was evaluated and replaced. The sys was tested and found to be working as intended and returned to service.

Event description:
The customer reported an intermittent loss of functionality due to an overcharge error message. This resulted in an intermittent, recoverable loss of imaging functionality. There is no report of injury or death associated with this event.